Event description:
It was reported that the patient sought medical attention through a telehealth appointment with an infection that developed at the infusion site (leg) while wearing the pod between 49 and 71 hours. The patient reported that when they removed the pod the site appeared reddened and inflamed. The patient sent a picture to the doctor through a healthcare app and was prescribed oral flucloxacillin to be taken 4 times a day for 10 days. The patient disposed of the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.